Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4) was completed on november 26, 2019 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The following information was reported by the customer: a patient undergoing a CT scan to rule out a stroke suffered an extravasation to the arm of an undisclosed amount of contrast while connected to a stellant CT injection system. The patient was reported to have required medical treatment for the extravasation; however, no details were provided.